Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was having red heart alarms on both the power module and on battery power and had experienced a pump stoppage. The patient was asymptomatic. The customer attempted to splint the area they believed to have been causing the alarms. On (B)(6) 2014 a percutaneous lead repair was completed. Phase interrupter testing showed a broken brown wire. The patient was placed back on a grounded cable and no further alarms have been reported.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.